Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad had a low speed alarm while attached to the mobile power unit (mpu). The log file review by technical services confirmed the speed drops below the low speed limit (lsl) while connected to the mpu. This could have been caused by a percutaneous lead short to shield. The x-rays submitted were found to be unremarkable by technical services. It was reported that the patient¿s labs were stable. The patient was to be sent home with an ungrounded patient cable and power module (pm) and would be closely monitored.

Manufacturer narrative:
Device manufacture date: corrected information. Manufacturer's investigation conclusion: although the reported alarms were confirmed via the submitted log file, a specific cause could not be determined. X-rays of the driveline were submitted for evaluation but appeared inconclusive for potential driveline damage. The majority of the events captured in the log file were routine power changes, pi events, and data logger events. There were several low speed hazard alarms, occurring on (B)(6) 2018 between 08:32 am and 08:35am. These low speed hazard alarms event occurred when the lvad was connected to the mobile power unit (mpu). Pump speed dropped below the low speed limit to as low as 2950 rpm and struggled to maintain the set speed. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support. No further information is available. The manufacturer is closing the file on this event.